Manufacturer narrative:
Insulin pump received with normal operating currents. No unexpected battery out limit alarm noted. However, insulin pump was received with intermittent button response due to corroded keypad traces. No moisture damage found on the electronics, motor, battery tube, and vibrator assembly noted. Insulin pump received with cracked reservoir tube lip, minor scratched lcd window, cracked case at the reservoir tube window corner, cracked reservoir tube window, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The insulin pump was not responding when she pressed the buttons. The insulin pump alarmed battery out limit. Customer's blood glucose level was 196 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.